Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no problems found with the responsiveness of the keypad.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was recording primes she did not perform. The patient claimed when reviewing prime history, she discovered that the pump showed she was priming daily. The patient informed customer support that she was only priming the pump once every 3 days when she changed her site/set/cartridge and denied that she primed daily. At the time of the call, the patient claimed her blood glucose (bg) had been running high. The patient reported obtaining bg readings as high as 253 mg/dl with symptoms of fatigue. The patient informed customer support that her normal range is in the 120 mg/dl range. The patient reported that she would treat for the high bg via the pump and confirmed her bg readings came down to her normal level. At the time of troubleshooting, customer support reviewed prime history and noted that prime history revealed that the pump was priming 7-10 units per day and filling the cannula at 0.00 units. The patient denied having a low blood sugar as a result of the alleged issue and confirmed she did not prime the pump daily as the history indicated. The patient informed customer support that she only suspends the pump to shower and confirmed she never reprimes before connecting back to pump. At the time of the call, the patient disconnected and did a prime and fill cannula per customer support's request. After prime and fill cannula was completed, the patient reviewed the pump's prime history and confirmed the correct prime and fill cannula amount were recorded. Review of alarm history only revealed low and empty cartridge alarms. Review of total daily delivery confirmed that the patient was getting desired basals and boluses each day. The patient's reported bg reading(s) and symptoms do not meet animas' criteria of a serious injury; however, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.